Event description:
It has been reported that the device is failing self-test and will not power on with a known good battery.

Event description:
It has been reported that the device is failing self-test and will not power on with a known good battery.